Event description:
It was reported that this pacemaker exhibited a sudden increase in pacing impedance on the right ventricular (rv) lead channel. The pacing impedance remained within range. The sudden increase occurred only once and was not reproducible. Reports showed that there was minute ventilation (mv) artifact that resulted in a signal artifact monitor (sam) episode. Technical services (ts) suggested to continue to monitor the situation. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was reprogrammed to resolve the issue. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited a sudden increase in pacing impedance on the right ventricular (rv) lead channel. The pacing impedance remained within range. The sudden increase occurred only once and was not reproducible. Reports showed that there was minute ventilation (mv) artifact that resulted in a signal artifact monitor (sam) episode. Technical services (ts) suggested to continue to monitor the situation. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was reprogrammed to resolve the issue. The device remains in use. No adverse patient effects were reported.